Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, it was determined that the scanner was not functioning. The field service engineer (fse) mentioned that the customer reseated the scanner cable, after which the customer was able to scan medications successfully without further issues. The system functioned as intended after customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the scanner was not functioning, and multiple reboot attempts did not resolve the issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.